Event description:
It was initially reported by a company representative that a patient underwent generator and lead replacement due to end of service of the device. Further information was received from the area representative indicating high lead impedance was received in the or when performing the system diagnostics and during replacement of the lead, it was noted that the lead was coiled at the time of surgery. Hence based on information available, the generator was replaced due to end of service and the lead due to high lead impedance. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the treating physician indicating the high lead impedance was found on (B)(6), at a follow-up appointment. X-rays were taken and were requested to be sent to the manufacturer for analysis. No indication was received about manipulation or trauma contributing to the reported high lead impedance. The explanted lead was returned to the manufacturer and underwent analysis. Analysis of the lead indicated a break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution, mechanical distortion and/or surface contamination the fracture mechanism cannot be determined. Also, the negative coil strands have smoothed surfaces in the vicinity of the break. Scanning electron microscopy images show the break of a single positive coil strand (not a complete quadfilar coil discontinuity). However, due to mechanical distortion (smoothed surfaces the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observation, no additional anomalies were identified in the returned lead portions.

Event description:
Additional information was received on (B)(4), 2012 when it was reported that the lead impedance after the full revision surgery on (B)(6), 2011 was "ok".

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.